Event description:
During routine testing of the device at the service ctr, the service tech reported that the rear cover housing has a broken printer guide rail. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to component failure.